Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview 7xb package was opened in the sterile field, there was a hair in the accessory tray. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for investigation. We wil continue pursuing the devices being returned by the customer. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).